Manufacturer narrative:
Date sent to the FDA: 07/19/2023. Additional b5 narrative: it was reported that the patient experienced recurrent ventral hernia. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery and surgery to lyse extensive bowel adhesions to the mesh on (B)(6) 2015 during which the surgeon noted ¿there was one loop of small bowel encountered in the mid-portion of the mesh that could not be separated from the mesh.¿ it was reported the patient experienced severe pain and discomfort. No additional information was provided.